Event description:
It was reported that an ilet user experienced repeated insulin delivery interruptions, including occlusion alarms and consecutive motor stall alerts that prevented cartridge and tubing changes, leading to use of subcutaneous insulin injections while disconnected; the user was using steel contact detach infusion sets with 23-inch tubing and subsequently performed a successful dry run followed by a full supply change. Symptoms included hyperglycemia with glucose readings reported in the 300 to 400 mg/dl range. Outcomes included no health consequences or lasting impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem associated with failure to infuse insulin, with the device motor component implicated by the stalled motor alerts. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.